Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable. It is unknown if this occurred prematurely. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates the patient had an unrelated procedure where the ipg was not placed in surgery mode.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.